Event description:
The device intermittently self switches through lead 1 and lead 2, and shuts off during the monitoring of patients. The complainant indicated that this alleged malfunction had happened on a few occasions with various patients.the complainant indicated that the device was used for patient monitoring, and the alleged malfunction did not compromise patient care.